Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 19-aug-2024. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) found that a pinch valve was not closing fully and replaced it. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 2 patient serum samples on a cobas e 801 analytical unit. For sample 1, the initial vitamin d result was >120 ng/ml with flag. The data flag prompted the customer to repeat the sample. The sample was repeated and the result was 240 ng/ml. The sample was then repeated on another e801 analyzer and the result was 23.4 ng/ml. The results from the first e801 analyzer were not reported outside of the laboratory. For sample 2, the initial vitamin d result was 44.3 ng/ml. The sample was repeated on another e801 analyzer and the result was 19.4 ng/ml. The repeat results from the other e801 analyzer were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.